Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that they noticed red blood cells in the sample, indicating a sample integrity issue. The customer stated that they received the sample from another clinic, and have no knowledge of prior sample handling. A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely elevated troponin result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on a dimension xpand plus with hm instrument on one patient sample. The discordant result was released to the physician(s), who advised the patient to be redrawn at a hospital. The hospital reported a lower troponin result than the one previously obtained. The original sample was then repeated on the same instrument, also resulting lower. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.